Manufacturer narrative:
The device was manufactured february 3, 2020 ¿ february 4, 2020. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst after filling and leaked; further described as solution had ¿flowed out of the housing and to the plastic bag it was in¿. This was identified when it was packed for transportation prior to patient use. The device was filled with an unspecified cytostatic drug. There was no patient involvement. No additional information is available.